Event description:
It has been reported to philips that the x-ray acquisition not available. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booted properly. A review of system logfiles found that the x ray pc was unable to communicate. Upon functional testing fse found that the led indicating the status of the x ray pc was not lit at all. Fse replaced the x-ray pc and restored the system settings files. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation code were corrected.